Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a urolithotripsy procedure in the kidney, performed on (B)(6) 2023. During the procedure, when the stent was attempted to be deployed, it was noticed that the stent and the guidewire folded together. Another percuflex ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: the hospital group of the first affiliated hospital. Block h6: imdrf device code (B)(4) captures the reportable event of stent kinked inside the patient.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0406 captures the reportable event of stent kinked inside the patient. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the bladder coil and a part of the shaft of the stent was buckled/accordion. The suture and positioner were not returned. During the functional test a mandrel of 0,036" was used and it passed through the stent successfully with no resistance. No other problem of the device was noticed. The reported event was not confirmed. Based on the gathered information and device analysis, the evidence found with the bladder coil and stent shaft buckled/accordion were issues that could possibly cause operational factors, interaction of the device between the positioner and the guide wire while the device was used, such as excess of force applied over the device during the procedure. These conditions could have contributed to the failure affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a urolithotripsy procedure in the kidney, performed on april 20, 2023. During the procedure, when the stent was attempted to be deployed, it was noticed that the stent and the guidewire folded together. Another percuflex ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.